Event description:
Revision surgery for joint dislocation at about 1 month post pirmary. Ceramic head dislocated from the mpact 3d metal liner.

Manufacturer narrative:
Batch review performed on 17january 2023: lot 2215494: 30 items manufactured and released on 02-sep-2022. Expiration date: 2027-08-02. No anomalies found related to the problem. To date, 14 items of the same lot have been sold without any similar reported event in the period of review. Additional involved implant: batch review performed on 17 january 2023 on ball heads: mectacer 01.29.204 biolox delta ceramic ball head 12/14 ø 32 size s -4 (k112115) lot. 2207380 lot 2207380: 200 items manufactured and released on 05-jul-2022. Expiration date: 2027-06-23. No anomalies found related to the problem. To date, 170 items of the same lot have been sold without any similar reported event in the period of review.